Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. It was noted that prior to this s-ICD system, the patient had multiple non boston scientific systems explanted due to various reasons, including infection and therapy upgrade to address changes in patient condition. The patient was noted to be very sick and fragile, and this current s-ICD system was implanted after the patient began having sustained ventricular tachycardia (vt). Upon further review, the patient's signal was positive dominant at elevated heart rates around 170 beats per minute (bpm), at which point the template did not match well compared to the biphasic signal observed at rest. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information was received that the health care professional (hcp) believed the patient had true vt, however the hcp will review options with the electrophysiologist to confirm programming changes as needed. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. It was noted that prior to this s-ICD system, the patient had multiple non boston scientific systems explanted due to various reasons, including infection and therapy upgrade to address changes in patient condition. The patient was noted to be very sick and fragile, and this current s-ICD system was implanted after the patient began having sustained ventricular tachycardia (vt). Upon further review, the patient's signal was positive dominant at elevated heart rates around 170 beats per minute (bpm), at which point the template did not match well compared to the biphasic signal observed at rest. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information was received that the health care professional (hcp) believed the patient had true vt, however the hcp will review options with the electrophysiologist to confirm programming changes as needed. This s-ICD remains in service. No additional adverse patient effects were reported.